Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site due to weight loss. Surgical intervention may take place at a later date.